Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On 11/20/2025, it was reported that the patient was driving and the police pulled her over as her car was swaying on the road. A fire station was right across the street where she was pulled over, so the police called the paramedics. Her bg was tested and was 21 mgdl. She didn't get any alerts from the receiver, so she was not aware of the egv at the time. She also didn't check her receiver at the time the paramedics were attending to her. The paramedics administered glucagon and she recovered after treatment. No further treatment and she was not brought to a hospital. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional d4 catalog no - correction d4 serial no - correction d4 lot no - additional primary UDI number - correction h2 correction/additional information h4 device mfg date - additional h6 component code - correction h6 medical device problem code - correction h6 investigation findings - correction h6 investigation conclusion - correction

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was driving and the police pulled her over as her car was swaying on the road. A fire station was right across the street where she was pulled over, so the police called the paramedics. Her bg was tested and was 21 mgdl. She didn't get any alerts from the receiver, so she was not aware of the egv at the time. She also didn't check her receiver at the time the paramedics were attending to her. The paramedics administered glucagon and she recovered after treatment. No further treatment and she was not brought to a hospital. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2025, it was reported that the patient was driving and the police pulled her over as her car was swaying on the road. A fire station was right across the street where she was pulled over, so the police called the paramedics. Her bg was tested and was 21 mgdl. She didn't get any alerts from the receiver, so she was not aware of the egv at the time. She also didn't check her receiver at the time the paramedics were attending to her. The paramedics administered glucagon and she recovered after treatment. No further treatment and she was not brought to a hospital. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.